Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. Re-implantation is planned, however, has yet to take place as of the date of this report, (B)(4) 2015. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, november 2, 2015.

Manufacturer narrative:
This report filed february 16th, 2016.